Manufacturer narrative:
(B)(4). Results: (operational problem) - visual inspection of the returned product found small tears on the lens haptic. The lens was returned in vial in liquid. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -15.5 diopter, in the patient's right eye (od) on (B)(6) /2016. The lens was explanted on (B)(6) 2016 due to an excessive vault. The lens was exchanged for a 12.6mm icl. There was no patient injury. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the patient had corneal edema as a result of difficult explant surgery. The patient experienced elevated iop and narrowing of the angle. The reporter indicated that the event was product-related.